Event description:
It was reported that stent dislodgment inside the patient occurred. The 85% stenosed, 26x5mm target lesion was located in the moderately tortuous proximal right coronary artery (rca). Pre-dilation was performed with the balloon. A 28 x 5.00mm taxus¿ liberté¿ drug eluting stent was advanced to treat the target lesion. However, the physician encountered some resistance while advancing the device. The device could not cross the target lesion and the stent was dislodged. The physician was unable to find the dislodged stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).